Manufacturer narrative:
(B)(4). Events reported in medwatch reports 2210968-2021-04588. Component code: appropriate term/code not available (B)(4) used to capture no findings available. A manufacturing record evaluation was performed for the finished device batch number qdbdsr, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In the event description is sounds like one (1) device had an issue. However, according to the impacted product page it says two (2) devices were involved. How many products were involved? If more than one (1), what was the issue with the other devices? How many devices will be returning?

Event description:
It was reported that a patient underwent a pancreaticoduodenectomy on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/10/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information was requested and the following was obtained: how many products were involved? Two foils used. If more than 1, what was the issue with the other devices? Same suture was breaking during the procedure. How many devices will be returning? Product not returned due to covid 19.